Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving morphine 30mg/ml at 4.0mg/day via an implantable pump. The indication for use was non-malignant pain. The patient was due for a refill on (B)(6) 2015. The patient had finance issues so the patient could not get to her appointment. The patient's pump had been critically alarming every 15 minutes since then. The patient was now currently on hospice and has been given oral morphine to address her pain. The patient was looking for a new doctor but cannot leave her home. Home infusion contact information was provided and the patient was directed to work with their hospice care provider to try and coordinate. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.